Manufacturer narrative:
Batch review performed on 03/12/2015: from the document review of the lot involved (1411056213 instruments produced and released on 09/04/2014) no anomalies were found. One similar issues have been registered with an item of the same lot: MDR 2014-00160. Lot 145995: 50 shells manufactured and released on 11/14/2014. No anomalies found. To date, (B)(4) shells have been already sold without any similar case. We received pictures of the items that have been checked on 03/04/2015 by the medical affairs director with the following comment: it appears to be a mechanical problem which should be investigated upon reception of the reportedly faulty devices. The root cause cannot be determined but there are no elements that allow us to think it was due to a surgical mistake. The indications were correct and the patient only suffered of a slightly prolonged surgery time.

Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and in the first follow up. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 03/13/2015 the r and d director made a preliminary analysis on the photos received: from the picture I can see that the terminal of the cup impactor is screwed into the shell. We have to analyze the piece once received to understand the root cause. On 04/10/2015 the r and d project manager analyzed the retrieved items with the following outcomes: the terminal has wear signs on the contact surface with the cup with a higher friction and a consequent higher difficulty in disassembling the items. The wear is due to repeated usages of the instrument.

Event description:
(B)(4).